Event description:
Additional information noted that the cause of the oversensing was due to decreased sensing of the rv lead. Patient is stable and will continue to be monitored.

Event description:
During an in-clinic follow up, episodes of post paced oversensing due to low sensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.